Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited out of range shock impedance measurements. The patient had an ablation procedure on the same day as the out of range measurement. It was noted that the shock impedance measurement could have been due to the procedure. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that it was not determined if the out of range shock impedance was due to the patient's procedure. There were no actions or interventions planned and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.